Event description:
It was reported that the patient was seen with high impedance of >9000 ohms was seen and low output current. The patient has been referred to surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.